Event description:
It was reported when using the bd posiflush¿ syringe there was mix of product types in a pack. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "when preparing materials for infusion, 3ml of flush was found in 5ml packaging box (batch no. 1019232), and the dosage form of contents was not consistent with the dosage form shown in the packaging box."

Manufacturer narrative:
Investigation summary: it was reported the dosage form of contents was not consistent with the dosage form shown in the packaging box. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a shelf box and its label. The second photo shows an opened shelf box with 3ml syringes inside. The third photo shows three 3ml syringes in their packaging flow wrap. The lots provided were manufactured six months apart. During the manufacturing process, the packaged product is taken directly to a trailer, there is no storage in between. From the trailer, the products are shipped to a port at a distribution center in china. It could be possible that, after manufacturing, a repackaging process of the product induced the symptom reported. A device history record review was completed for provided material number 306594, lot number 1019232. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot.